Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy the cannula into the skin and was not visible when the pod was removed. No impact to the patient's glucose level was reported. Treatment details were not provided, and no additional information is available.